Manufacturer narrative:
The patient reported experiencing an allergic reaction with blisters while using an mcot device with universal patch configuration (electrode lot #p203780). The patient sought medical treatment for the skin irritation, and a topical steroid was prescribed by their healthcare provider. The provider also instructed the patient to contact philips to request a different device configuration. The patient confirmed they had followed the recommended skin preparation steps prior to applying the device. The patient reported no history of skin sensitivity or allergies to metals and/or adhesives. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attributed to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported experiencing an allergic reaction with blisters while using an mcot device with universal patch configuration (electrode lot #p203780). The patient sought medical treatment for the skin irritation, and a topical steroid was prescribed by their healthcare provider. The provider also instructed the patient to contact philips to request a different device configuration. The patient confirmed they had followed the recommended skin preparation steps prior to applying the device. The patient reported no history of skin sensitivity or allergies to metals and/or adhesives.